Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent unspecified alarms. The customer was unable to recall the type of alarm received. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to clear the alarms and resume insulin therapy.